Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (This report covers 1 of 3 MDR's to be submitted).

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "freestyle libre 3+ glucose monitor started reporting low glucose. Test with manual blood glucose monitor showed normal glucose. Rarely had low glucose alerts and not having them every night. Received email from abbot about low glucose problem and checked the sensors serial numbers and the response was that my serial numbers were not affected. I believe that response is wrong. Problem started in early november. The symptoms experienced match the description of the problem from abbot. Last instance recorded below. Last three cgm serial numbers logs show other records are missing or no longer available." Adc customer service successfully contacted the customer; however, further pertinent details of the case were not provided. Based on the information provided, there was no report of serious injury associated with this event.